Manufacturer narrative:
The event of "incorrect placement" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen 45 gel stent incorrect placement in the left eye due to repositioning. No injury occurred and a backup device was used. Device remained implanted in the eye.